Event description:
It was reported that during the implant of a transcatheter aortic valve implant for severe aortic stenosis via right femoral artery access, pre-dilation was performed with a 20 mm non-medtronic balloon, and a delivery system was advanced. The first two valve deployments were reported to be too shallow and were recaptured and repositioned. During the third deployment, paddle hangup occurred and gentle forward and back manipulation with the delivery system was performed to push off the affected paddle. Aortic root angiography was performed, the pigtail was repositioned, and the valve embolized into the ascending aorta; the patient was initially reported to remain stable and the valve was snared above the sinotubular junction below the great vessels. A second valve was prepared and attempts to advance it through the first valve were unsuccessful despite forward and rotating movements, and the patient became hemodynamically unstable with minimal cardiac output. A transthoracic echocardiogram identified fluid in the pericardial cavity and pericardiocentesis was performed. Cardiopulmonary resuscitation (CPR) was initiated and shocks at 200 j were delivered for ventricular fibrillation. A guidewire exchange was performed and additional attempts to advance the second delivery system were unsuccessful in crossing the first valve; an introducer exchange was performed, a second delivery system was advanced, and a valve was deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The patient continued with asystole and pulseless electrical activity, CPR was continued and return of spontaneous circulation was not achieved. The patient expired. The physician speculated the death was due to bleeding or an aortic tear.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 02-nov-2027, UDI#: (B)(4) continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 02-nov-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve implant for severe aortic stenosis via right femoral artery access, pre-dilation was performed with a 20 mm non-medtronic balloon, and a delivery system was advanced. The first two valve deployments were reported to be too shallow and were recaptured and repositioned. During the third deployment, paddle hangup occurred and gentle forward and back manipulation with the delivery system was performed to push off the affected paddle. Aortic root angiography was performed, the pigtail was repositioned, and the valve embolized into the ascending aorta; the patient was initially reported to remain stable and the valve was snared above the sinotubular junction below the great vessels. A second valve was prepared and attempts to advance it through the first valve were unsuccessful despite forward and rotating movements, and the patient became hemodynamically unstable with minimal cardiac output. A transthoracic echocardiogram identified fluid in the pericardial cavity and pericardiocentesis was performed. Cardiopulmonary resuscitation (CPR) was initiated and shocks at 200 j were delivered for ventricular fibrillation. A guidewire exchange was performed and additional attempts to advance the second delivery system were unsuccessful in crossing the first valve; an introducer exchange was performed, a second delivery system was advanced, and a valve was deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The patient continued with asystole and pulseless electrical activity, CPR was continued and return of spontaneous circulation was not achieved. The patient expired. The physician speculated the death was due to bleeding or an aortic tear. Additional information was received that the physician reported the cause of the effusion and bleeding was from an uncertain origin. An aortic tear was not confirmed. Per the physician, the cause of death was uncertain but both valves and both delivery systems were considered to function appropriately and the patient's underlying conditions may have affected the outcome.

Manufacturer narrative:
Updated image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. Three intraprocedural fluoroscopic images and three media files were submitted for review. Fluoroscopic documentation of the complete implantation process and final device release was not available for review. Consequently, assessment of valve implantation depth and the reported paddle hang-up could not be performed. Paddle hang-up is a known procedural occurrence. Per medtronic best practices, if paddle hang up occurs, gently adjust the delivery catheter system or guidewire to free the paddle from spindle, taking care to avoid valve dislodgment. If the delivery catheter system or guidewire adjustment is unable to resolve paddle hang up, then slowly advance the capsule to push the paddle off the spindle (turn delivery system knob in the opposite direction of deployment to advance capsule). Review of the available fluoroscopic images demonstrates the presence of a released valve with a pigtail catheter engaged with the valve frame. During withdrawal of the pigtail catheter, the valve was observed to dislodge into the ascending aorta. The dislodged valve was subsequently snared above the sinotubular junction and below the great vessels. Interaction between a second delivery catheter system and the outflow portion of the dislodged valve was observed, with multiple unsuccessful attempts to advance the system. It was reported that forward and rotational movements of the system were attempted, after which the patient became hemodynamically unstable. As stated in the instructions for use (IFU): physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Furthermore: to assist capsule advancement or alignment, the capsule orientation may be adjusted by rotating the handle a quarter turn before the capsule crosses into the arch. If adjustment to capsule orientation is required after crossing the arch, withdraw the system until the caps ule is in the descending aorta and rotate the handle a quarter turn before readvancing. Caution: stop handle rotation if resistance is encountered or the capsule does not respond to rotation under fluoroscopic visualization. Do not rotate the handle when the capsule is at or beyond the arch. Continued attempts to rotate the capsule during resistance may result in product failure and/or patient harm. Available evidence indicates that a long sheath was utilized to facilitate advancement of the delivery catheter system. The long sheath can be visualized during deployment of the second valve, along with under expansion of the valve that appears to resolve following withdrawal of the long sheath. The valve was observed to be released rapidly without documented assessment of implantation depth. Final angiographic assessments of both valves were not available for review. It was reported that the patient died. Despite the potential contributing factors identified, a definitive root cause could not be established. As listed in the IFU: potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: e1, e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive preprocedural anatomical assessment could not be performed. Two intraprocedural fluoroscopic images were submitted for review in relation to the reported event. Review of the available fluoroscopic images indicates the presence of a released valve, with a pigtail catheter potentially engaged with the valve frame. A subsequent image demonstrates that the initial valve had migrated into the aorta and that a second valve was implanted. Fluoroscopic documentation of the implantation process, final release, and the dislodgement event were not available for review. As a result, assessment of valve depth, the reported paddle hang-up, and the cause of valve dislodgement could not be determined. Paddle hang up is not an uncommon occurrence. If paddle hang up occurs, the delivery catheter system (dcs) or guidewire can be gently adjusted to free the paddle from spindle, taking care to avoid valve dislodgment. If the dcs or guidewire adjustment is unable to resolve paddle hang up, then slow advancement of the capsule is used to push the paddle off the spindle (dcs knob turned in the opposite direction of deployment to advance the capsule). It was reported that the dislodged valve was snared above the sinotubular junction and below the great vessels. As stated in the instructions for use (IFU): physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Furthermore: potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; death. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.